Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2018. The original surgery is dated (B)(6) 2018. The revision occured because of reported peri-prosthetic fracture.